Manufacturer narrative:
Additional information was received that the reason for moving the ipg was due to pocket discomfort.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was reportedly doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.